Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the keypad cover was intact and all of the keypad buttons responded normally. There was no contamination on the keypad button contacts. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.